Event description:
It was reported that dosing stopped on the ilet due to signal loss from the paired dexcom g7 sensor, after which the user was guided through reconnecting the sensor and pairing was achieved. Symptoms included no reported clinical effects or adverse physiological symptoms. Outcomes included temporary interruption of automated insulin dosing and the need for user guidance to restore cgm communication. Investigation included technical troubleshooting and user education conducted remotely. Investigation of this case revealed that sensor-to-pump communication was restored through re-pairing and no device malfunction was confirmed. It was concluded that the event was related to transient cgm communication loss with resolution after standard troubleshooting.